Manufacturer narrative:
Results of investigation: it was reported from the legion/verilast study that the patient suffered from limited range of motion. The event is approximately 4 months post primary surgery. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that the event was resolved by performing an arthroscopic arthrolysis, mobilization under anesthesia, and partial synovectomy. It was stated that ¿pronounced scarring¿ was encountered during the procedure and removed. The stated ¿pronounced scarring¿ likely contributed to the root cause of the limited range of motion suffered by this patient and not a direct failure of the implanted devices. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed. G1

Event description:
It was reported that, after a left-sided tka had been performed with a verilast system, the clinical subject suffered from limited range of motion. The event was treated via surgery/procedure and is considered as resolved.